Event description:
Procedure type: lap gastrectomy. According to the reporter, the active blade broke during use and fell into the surgical cavity. The broken section was safely retrieved. Oozing bleeding under 200cc was observed; however, no pt injury was reported. A new device was used to successfully complete the procedure.